Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a insulin flow blocked alarm and a bent cannula. Blood glucose value was over 400 mg/dl at the time of the incident. The customer was not hospitalized nor is their mention of symptoms or treatment. Troubleshooting was performed and identified the bent cannula. Nothing will be replaced or returned.